Manufacturer narrative:
(B)(4). Patient was born in 1946. The drug that was being used was 3240 mg of fluorouracil in 115 ml of solution. The expected delivery time was 46 hours. However, the device was empty after 24 hours of infusion. There was no patient injury or medical intervention associated with this event. (B)(4).

Manufacturer narrative:
(B)(4). This lot was manufactured from (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over infusion occurred with a small volume folfusor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.